Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2006; 7278 implantable cardioverter defibrillator (ICD), implanted: (B)(6)  2006. (B)(4).

Event description:
It was reported that the patient presented after hearing the lead integrity alert (lia). It was determined that the right ventricular (rv) lead superior vena cava (svc) coil had high impedance. It was noted in the trend data that the svc impedance was variable. The rv lead remains in use and will continue to be monitored. It was further noted that the patient had an atrial lead that had dislodged at some point. The ra lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.